Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. The manufacturing history record of the same lot was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; -when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the ptfe pad of the subject device was separated. The doctor completed the procedure with another thunderbeat. There was no patient injury reported. During the investigation on june 27, 2017, omsc found the coating on the outer surface of the grasping section was partially missing. There was no report of coating missing from the user facility. This MDR is regarding the coating missing.